Manufacturer narrative:
Correction: manufacturer report 2938836-2017-32240 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that during follow-up in clinic, device could not be interrogated. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted and replaced. Patient was in stable condition after the procedure.